Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/ pain/'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection, irregular menstruation, nausea, anxiety disorder, vomiting, vaginitis, vulvovaginitis, vaginal odor, dysplasia, endometriosis and endometrial ablation ((B)(6) 2014). Concomitant products included butorphanol tartrate, hydrocodone bitartrate;paracetamol (vicodin), ketorolac, levonorgestrel (mirena), misoprostol, norethisterone acetate (aygestin), ondansetron and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: type: vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: urinary tract infections"), 1 year 5 months after insertion of essure. In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), autoimmune disorder ("autoimmune disorder"), cervical cyst ("other injury(ies) or complication please describe: nabothian cyst"), adnexa uteri cyst ("other injury(ies) or complication please describe: para tubal cysts") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). The patient was treated with antibiotics, azithromycin (zitromax), fluconazole (diflucan), metronidazole (metrogel), probiotics nos and surgery (hyst. (Full), salping. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, vaginal infection, vaginal discharge, urinary tract infection and alopecia had resolved and the autoimmune disorder, cervical cyst, adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, autoimmune disorder, cervical cyst, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s)(unspecified) : bilateral occlusion. Lot number:b34598 manufacturing date:2013/05 expiration date:2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic/ pain/'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection, irregular menstruation, nausea, anxiety disorder, vomiting, vaginitis, vulvovaginitis, vaginal odor, dysplasia, endometriosis and endometrial ablation ((B)(6) 2014). Concomitant products included butorphanol tartrate, hydrocodone bitartrate;paracetamol (vicodin), ketorolac, levonorgestrel (mirena), misoprostol, norethisterone acetate (aygestin), ondansetron and ondansetron hydrochloride (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: type: vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: type: urinary tract infections"), 1 year 5 months after insertion of essure. In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), autoimmune disorder ("autoimmune disorder"), cervical cyst ("other injury(ies) or complication please describe: nabothian cyst"), adnexa uteri cyst ("other injury(ies) or complication please describe: para tubal cysts") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). The patient was treated with antibiotics, azithromycin (zitromax), fluconazole (diflucan), metronidazole (metrogel), probiotics nos and surgery (hyst. (Full), sapling. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, vaginal infection, vaginal discharge, urinary tract infection and alopecia had resolved and the autoimmune disorder, cervical cyst, adnexa uteri cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, autoimmune disorder, cervical cyst, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s)(unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs & mr received reporter information, lot no and new event added vaginal bleeding, menorrhagia, vaginal infection, urinary tract infections, dyspareunia (painful sexual intercourse), vaginal discharge, nabothian cyst, paratubal cysts, ovarian cyst, hair loss. Event outcome and severity added. Medical history and concomitants drug , treatment drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain had resolved and the autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s)(unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Reporter and patient demographics were added. Lab data added. Event injury nos replaced with pelvic pain / chronic , abdominal pain and autoimmune disorder added. Fu 2 and fu 3 process together on 17-sep-2019: no new clinical information, fu 2 and fu 3 process together no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.